Manufacturer narrative:
It has been reported that the device will be returned, however analysis of this device is not necessary. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system was explanted due to infection. No additional adverse patient effects were reported.